Event description:
It was reported that the procedure was to treat a restenosed lesion in the left iliac artery with 70% stenosis, mild calcification and mild tortuosity. The 8.0x100mm absolute pro .035 self-expanding stent system (sess) was implanted, however, the stent was only 80mm long per the physician's opinion. Post-dilatation was performed and the stent was only expanded to 7mm in diameter. The stent does not match the size of a 8.0x100mm but more like the size of 7.0x80mm. However, the absolute pro stent covered the entire target lesion area and no additional stent was required to treat the lesion. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis however 3 photos were provided. The reported defective device - undersized stent was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The absolute pro is available in sizes of both 8.0x100mm and 7.0x80mm so the concern is valid that an incorrect size stent was loaded into the delivery system. However, the provided media (3 photos) do not corroborate the complaint summary and actually suggest the stent was the correct size of 8.0x100mm. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during the procedure the measurements of the deployed stent were inadvertently read incorrectly on the images. There is no indication of a product quality issue with respect to manufacture, design or labeling.